Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2003, pt underwent laparoscopic ventral hernia repair with a composix e/x mesh. On (B)(6) 2004, pt underwent recurrent ventral incisional hernia repair with a kugel patch. The operative report did not mention the previously placed composix e/x mesh. On (B)(6) 2004, pt underwent excision of the composix e/x mesh and the kugel patch. On (B)(6) 2005, pt underwent recurrent ventral hernia repair with a kugel patch. On (B)(6) 2005, pt underwent excision of kugel patch and placement of a non-bard mesh. On (B)(6) 2005 and (B)(6) 2006, pt underwent wound debridement and placement of split thickness skin graft.

Manufacturer narrative:
Initially, two events were reported by the pts' attorney. However, review of the medical records showed there to be an add'l implant. This is a pt who has been advised multiple times by her md that both weight loss and quitting smoking would serve her best interest as resolution of this chronic attenuated hernia status post tram flap reconstruction in addition to this chronic open wound. The operative report refers to the mesh as being infected, but there are no culture reports provided to confirm infection. Currently, it is unk whether the device may have caused or contributed to the reported event. The information provided indicated that the pt was treated for recurrence and infection. Recurrence is a known possible adverse reaction listed in the IFU. Infection is addressed in the warning section of the IFU stating. "If an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. Without further info, no conclusion can be drawn. See MDR 1213643-2009-00264 for info related to the composix e/x mesh implanted on (B)(6) 2003. See MDR 1213643-2009-00265 for info related to the kugel patch implanted on (B)(6) 2004.